Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and abandoned as a result of a lead dislodgement. The patient had been checked in the emergency room due to the rv lead not capturing. It was indicated that the patient was hospitalized. A new rv lead was placed. No additional adverse patient effects were reported.